Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause for the symptoms is due to improper insertion of tubing or a medication leak (resultant of insufficient tightening) which has a probability to cause inflammation or infection, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(6).

Manufacturer narrative:
Other text: b3, d4, g5, and h4 are unknown, d3, g1,g2 email is: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per medwatch: patients mom reported patient was inpatient post heart transplant and will be down titrating off remodulin post transplant. Patients mom also reported subcutaneous site is a little puffy but they were keeping an eye on it. No further information provided. Date of hospital admission or anticipated discharge date not provided. Length of stay is ongoing. Sub-q remodulin ms3 patient.